Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege since surgery, patient has suffered symptoms including but not limited to severe pain, problems sitting and standing, elevated levels of metal ions in his blood, and possible loosening. Update rec'd 8/24/2015 - patient was revised due to unknown reasons. Update 12/28/15 medical records received. Records reviewed. Sticker sheets for primary and revision surgeries attached. Stem and sleeve added for allegation of elevated levels of metal ions. There were no lab reports for metal ions.